Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 7fr sheath, after a stenting interventional procedure. Reportedly, the sheath did not split but bunched up and the clip could not be fired and the device was removed from the patient anatomy. Manual arterial compression was applied for 51 minutes and slight bleeding continued. A non-abbott device was applied with slight pressure to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Event description:
The physician is reportedly trained in the use of the starclose se device. The proglide device was inadvertently referenced on the initial report filed.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the thumb advancer was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.